Manufacturer narrative:
This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) havab igg result of (B)(6) when processing on the architect i2000sr. The initial result was (B)(6) (sid (B)(6)). Retest results from the same patient generated the following results (B)(6) (sid (B)(6)) and (B)(6) (sid (B)(6)). No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, service history, ticket trending, evaluation of performance regarding specificity, a review of field data and product labeling. Ticket searches determined that there is a trend in complaint activity for likely cause lot number 92421li00 regarding false reactive patient results. During the 12 months tracking and trending review, adverse and non-statistical trends were identified for the complaint issue during the reviewed timeframe. To evaluate performance with regard to specificity, retained kits of reagent lot number 92421li00 were tested in a specificity set-up. All control values met specifications and no false reactive results were obtained. The generated data does not indicate that the reagent lot is compromised. A review of field data determined that the number of standard deviations to the cut-off for the negative population is within established limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.